Manufacturer narrative:
Correction: this report is submitted under the incorrect manufacturing report number. The correct manufacturing report number is (B)(4). The valve was reportedly explanted due to patient symptoms of losing consciousness. Morphological and histopathological examination found that all three leaflets contained tears, with a thinning of collagen at the tear site of leaflet 3. There was circumferential fibrous pannus ingrowth on the inflow surface, with a marked narrowing of the inflow diameter. Outflow pannus straddled the commissure at two stent posts. A microcalcification was present in leaflet 3. Basophilic material was noted on the surface of leaflet 3, consistent with surgical material. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications prior to commercialization. In the absence of significant calcification or evidence of infection, the investigation findings are consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. Histological evaluation revealed loss of collagen at one of the tear sites, which could have contributed to the tear. Furthermore, the pannus noted on the inflow and outflow surfaces, and microcalcification, had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2015, an sjm trifecta valve was implanted in the patient's aortic position. On (B)(6) 2020, the trifecta valve was explanted and replaced because one of the symptoms the patient experienced was fainting(losing consciousness). The valve was replaced with a 19mm on-x prosthetic heart valve(by cryolife) and the patient recovered after the surgery. There was no problem observed on the trifecta valve itself; the surgeon attributes the issue to the patient's condition.